Event description:
Patient reported right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient later reported ¿may have hypothyroid issues/ autoimmune" issues¿ which is not device related. Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade iii. Patient later reported ¿may have hypothyroid issues/ autoimmune" issues¿ which is not device related. Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Autoimmune/connective tissue-symptoms of-ndr: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture baker grade iii. Patient later reported ¿may have hypothyroid issues/ autoimmune" issues¿ which is not device related. Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and replaced.